Event description:
Related manufacturer report number: 2017865-2022-45775. It was reported that a patient presented with symptoms of lightheadedness and syncope. Device interrogation revealed oversensing noise resulting in pacing inhibition on the atrial and right ventricular (rv) leads. The physician elected to explant and replace the atrial and rv leads. The patient condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Manufacturer narrative:
The reported event of noise was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. Further analysis found two external insulation abrasions consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. The cause of the reported event was isolated to the abrasions breaching the outer insulation and exposing the outer coil.